Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; returned test strips produce e-2 and high readings and the event was determined to be reportable. Most likely underlying root cause of high control results are due to improper storage : vial left open for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer try to contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer complaint of e-3 error code. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2018 produced result of e-3 upon insertion of test strip into meter port. Storage of product location not verified. Test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is undisclosed. Adverse event not reported.